Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted with no apparent issues. Once the ICD was connected to the rv lead, oversensing and noise was observed in the form of frequent "clusters" of markers both during pacing at threshold checks and also while not pacing. The rv lead pin was removed from the ICD port, cleaned and reinserted with similar noise seen. The ICD was removed and replaced; however noise was continued to be observed by depressing the new device in the pocket, therefore the physician decided to replace the rv lead. The new ICD was temporarily removed, and a new rv lead was implanted after removing the first rv lead. After the new ICD and new rv lead were connected, no further noise was observed and all checks were within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ddpa2d4 (rsm685639s); product type: 0235-ICD; implant date (B)(6) 2026; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.